Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose. It was reported that the customer was super bloused and blood glucose was dropped down to 46 mg/dl. The customer was treated with glucose tablets. The insulin pump will not be returned for analysis.